Event description:
It was reported in (B)(4) that a patient was diagnosed with thrombophlebitis at the site of ava insertion on the (B)(6) post-op day after pancreatoduodenectomy under propofol-remifentanil anesthesia combined with epidural anesthesia (operating time 9 hours and 21 minutes, anesthetizing time 12 hours and 1 minute). No history of thrombophlebitis was noted. The patient reported cervical stiffness; fever and shivering were also present. Blood cultures were positive for s. Epidermidis and thrombophlebitis was seen on CT. Specific details of the treatment were not reported. No other complications were reported.

Manufacturer narrative:
The device was discarded at the hospital. No device malfunction is suspected or alleged. (B)(6) is a bacterium that is part of human skin normal flora. Thrombophlebitis is a known potential complication of all intravenous access procedures. Review of the available information suggests clinical factors may have contributed to this event. No actions will be taken at this time.